Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was reseated to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a strong ¿chemical smell¿ emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn off the unit and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacturer date corrected from 8/14/2013 to 8/12/2013. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Complaint trending of the odor/smells issue was reviewed from february 2017 to august 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as part of the repair service. The assignable cause of the odor/smells is oil return valve. The field service engineer reseated the connection and confirmed the sterrad® 100nx was restored to proper function and returned to service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.